Event description:
As reported by the edwards field clinical specialist, following the tavr procedure the patient developed a coronary occlusion. The 23mm sapien valve was deployed in a 60:40 aortic position via a transapical approach, resulting in no central aortic insufficiency (cai) and trace paravalvular leak (pvl). The valve was well within the aortic annulus and was not visibly blocking the left or right coronary ostia. A root angiogram was done and showed good coronary perfusion. The tavr procedure was completed and the tavr team left the room while the anaesthesia team was preparing to transfer the patient. Approximately twenty minutes after the tavr procedure was completed, the physicians were called urgently back to the operating room and cardiopulmonary resuscitation (CPR) was being performed on the patient. The patient had become hypotensive and then asystolic. CPR was continued and pressors were administered while the patient was prepped for cardiopulmonary bypass (cpb). The patient was put on cbp and cooled systemically. Peripheral access was obtained and the annular root shot showed no aortic rupture or dissection and the valve was functioning normally. A left coronary angiogram showed a slight haziness at the left main (lm) coronary ostia. A stent was placed but the physicians did not determine this to be the cause of the asystole. The physicians thought was that patient may have had a thrombus that was not completely evident, which travelled down the lm. The patient was stabilized and sent to the intensive care unit. On post operative day (pod) one, the patient experienced a stroke and died the following day on pod two. The native aortic annular diameter was 20mm by tee. The native aortic valve and root were moderately calcified. The diameter of the sinus of valsalva (sov) was unknown. The patient¿s ejection fraction (ef) was 40%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The patient was on anti-platelet therapy before and after the tavr procedure. There was no confirmation of atrial fibrillation prior to the procedure. It was medical opinion that the cause of the coronary occlusion was a thrombus unrelated to the sapien valve and that the stroke resulted from the subsequent resuscitation efforts and cpb.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. An autopsy was not performed and imaging is not available for review. Per the instructions for use (IFU), coronary flow obstruction and permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Additionally, according to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the coronary occlusion and subsequent stroke cannot be confirmed. However, per the medical opinion of the operators, the cause of the coronary occlusion was a thrombus unrelated to the sapien valve and that the stroke resulted from the subsequent resuscitation efforts and cpb . The patient¿s female sex, advanced age (88 y/o) and moderate calcification of the aortic root may have increased this patient¿s risk for developing a stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.